Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filing the device with water. During and after fill, there was no evidence of a leak from the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted. Lot 14c066 was manufactured march 30, 2014-march 31, 2014.

Event description:
It was reported that the bladder of a large volume infusor leaked. The reporter stated that this occurred after filling the device with 200 ml of solution. There was no patient involvement. No additional information is available.